Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, there was a 319 error on arm #3. A technical service engineer (tse) walked the customer through performing an emergency power off (epo) and the 319 error returned. The tse assisted the surgeon with disabling arm #3 . The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow up attempts to obtain additional information. However, no further details have been provided as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) went on site to further investigate the issue and replaced the universal surgeon manipulator to resolve the reported issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported 319 fault axes controller was confirmed/replicated. The unit failed in normal mode and generated a 319 fault on acc. It was found a curled up, damaged and loose rolling loop fiber cable inside the spar housing. The fa swapped with a new fiber cable and no error generated. Also, it re-installed the original fiber cable and the unit triggered back the 319 error on acc. As a fix to the reported problem, the rolling loop assembly was replaced. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the site was required to disable the universal surgeon manipulator (usm) after the start of the procedure due to repeated non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.